Event description:
Arjo was informed about the event related to the enterprise 5000x bed. During the checking, the hospital staff noticed that the (B)(6) patient's leg was entrapped between bed rails. The leg was removed from between the bed rails. A patient sustained a laceration to the leg, which went as deep as the bone. No visible damage on the bed rails were reported. The bed rail bumpers were not used.